Manufacturer narrative:
The quality investigation is complete. Broken blade fragment was not returned with the handpiece saw.

Event description:
It was reported during a routine field service maintenance visit, a broken blade fragment was observed inside the handpiece saw. It was also reported that this event did not occur during a surgical procedure, and there was no patient involvement or adverse consequences as a result of this event.